Event description:
It was reported that during an implant procedure that the catheter was unable to go into tether mode and when the right atrial leadless pacemaker (ralp) was redocked, the catheter jumped and there was premature separation. The device was able to be successfully implanted. The patient was stable following the procedure.

Manufacturer narrative:
Correction: h6 - investigation conclusions code updated to cause traced to manufacturing, it was previously reported as cause traced to component failure.

Manufacturer narrative:
The reported events of docking issue, separation issue and failure to go into tether mode were confirmed. As received, a catheter was returned in one piece with no device attached. X-ray examination of the catheter found the tether wires at the transition zone were fractured and buckled. Unable to perform the functional test due to fractured and buckled tether wires at the transition zone. The cause of the reported events was due to the fractured and buckled tether wires in the transition zone.